Manufacturer narrative:
The insulin pump was received with missing segment display due to cracked and bleeding lcd glass. The insulin pump also had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
It was reported of a big spot of ink on the insulin pump. The customer's blood glucose reading was unknown.